Event description:
Reportable based on device analysis completed on 07mar2024. It was reported that an imaging issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that a lost image has occurred. The procedure was completed using another of the same device. There were no patient complications reported. However, returned device analysis revealed that the imaging window was detached near the lap joint section.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was detached near the lap joint section as well as an imaging core windup in the same area. The imaging window was not returned for analysis. Visual inspection revealed that the sheath assembly was kinked. Impedance test showed an electrical open proximal end of the catheter between 150-160 cm from the distal housing.